Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit inactive. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had an alert for anti-tachycardia pacing and shock therapy will not be delivered due to a charge circuit inactive. It was noted that the prior to the alert the patient had fifty-five appropriate shocks for ventricular tachycardia (vt). The patient refused to have the device replaced and is now on palliative care. The device remains in use. No patient complications have been reported as a result of this event.